Event description:
The center reported that pt was seen in 2/2002 for scheduled initial stimulation following 2002 surgery. At that time, testing conducted confirmed that device was fully functional, however the pt reported no auditory percept. A second set of external equipment was used, however the problem remained. The decision was made to remove the device. Additional testing will be conducted on the pt before the decision is made to reimplant on the contralateral side.